Event description:
A surgeon reported four patients experienced toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgeries. Surgeries. Surgeries occurred over a three week period and involved two surgeons. This report is being submitted as MFR. Number 1119421-2007-00175. The other MFR. Report numbers are MDR #s: 1119421-2007-00172 1119421-2007-00173 1119421-2007-00174. No product, procedural or environmental factor was identified as a cause. A possible site visit is being discussed with the surgeon to assist the facility in identifying possible contributing factors in these cases of tass. Additional info, including pt status, has been requested.

Manufacturer narrative:
F10 pt code 1932 and 2571 are not labeled. Device code 1526 is not labeled. H.3.,6: the product was not retured for analysis. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. Product history record and batch 060854 records were reviewed lens met release criteria. There have been no other complaints for this lot number the MFR's internal reference number is id071307 this report was mailed to the FDA on: 05/09/2007. Additional info was requested 04/09/2007, 04/10/2007, 04/16/2007, 04/20/2007, and 04/26/2007 by phone, mail and fax. Additional info was provided 04/16/2007 and 04/18/2007 by mail.